Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that right ventricular lead exhibited noise. Patient was pacer dependent. During device interrogation prior to normal device changeout procedure, noise on right atrial lead was also noted. Both leads were capped and replaced on (B)(6) 2019 due to noise oversensing. Patient was stable. Related manufacturer reference number: 2938836-2019-16228.